Event description:
It was clarified that four (4) variable locking screws and three (3) cortex screws were removed but not broken. Three (3) of the locking screws were broken. Two (2) of the broken screws were removed; one (1) broken screw and the 3.5 anterolateral right 15-hole plate were left in the patient.

Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal procedure due to a non-union secondary to a broken hardware. A pre-op x-ray was taken and showed 3 va locking screws were broken. During the removal procedure, 4 variable locking screws and 3 cortex screws were removed. 1 broken va locking screw and the 3.5 anterolateral right 15 hole plate were left in the patient. The surgeon implanted a tibia nail from smith and nephew to fix the fracture. The procedure was successfully completed with 5 minutes surgical delay. Patient status was unknown. Concomitant device reported: lcp anterolateral distal tibial plate (part # 241.45, lot # unknown, quantity 1). This report is for 1 3.5mm variable angle locking screw/slf-tpng/strdrv/40mm. This is report 5 of 9 for (B)(4).